Event description:
It was reported that (1) device was used during a hiatus hernia. It was reported by the affiliate that the 355s, from a tkd5s trocar kit, the stopcock fell out and the rubber valve tore during the case. Another instrument was used to complete the case. There was no consequence to the pt.